Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Although the ¿sheared¿ explant was reportedly returning there is currently no indication in pilgrim that the explant returned for evaluation. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed to remove the poly. Pt was unstable, original surgery performed by another surgeon. Revised to a 13mm.